Manufacturer narrative:
The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review is unable to be performed because no lot/serial number was provided. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors.

Event description:
Per the report received from canada a patient with a valve model 11400m implanted in the mitral position underwent a valve explant surgery after an implant duration of three (3) days due to valve thrombosis confirmed by echocardiography. The patient was placed on ECMO following the initial surgery due to an underlying condition, and the thrombosis was detected during examination while the patient was on ECMO. The patient received heparin after the implant, however was not on anticoagulants at the time of thrombosis. The patient had a history of a clotting disorder and/or clots. As reported, the patient had known risk factors for thrombosis, including no anticoagulation during ECMO and no flow in left ventricule nor left atrium with the valve in the open position during ECMO. Another bioprosthetic valve was implanted in replacement. The patient was noted as to be still alive.

Event description:
Edwards received notification that a patient with a valve model 11400m implanted in the mitral position underwent a valve explant surgery after an unknown implant duration due to valve thrombosis. Reportedly, the patient was on ECMO for an unknown period of time post operatively; the thrombosis was diagnosed then. Another bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
The device was not returned for evaluation, as the device was discarded on site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.